Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2014, product type: catheter, ubd: 06-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2.5 mg/ml of dilaudid at 1.4 mg/day and 2.0 mg/ml of bupivacaine at 1.1215 mg/day via an implantable pump. It was reported the hcp was planning a normal pump replacement. It was reported the catheter tip was difficult to find. Cap (catheter access port) aspiration and fluoro was used to confirm catheter tip placement and catheter flow. Fluoro was used to identify the catheter tip was placed at approximately l2, per the physician. The catheter aspirated about 0.8 ml, approximately. However, the physician felt the flow was slow. Per the patient, the pump moved a lot. The hcp and patient planned to discuss doing a catheter revision during the normal pump replacement. The decision would be made at a later date. The issue was unresolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump and catheter were replaced.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative on (B)(6) 2020. It was reported that the reason for the catheter being hard to visualize was that the x-ray was looking in the wrong location. There was no reason determined for the slow csf flow. No further elaboration was given on the pump movement by the patient or the hcp. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the devices were discarded by the hospital.